Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA- (B)(4). Ongoing post market surveillance is conducted per our procedures for this product. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). The initial complaint was reviewed and found not reportable. (Add the rationale from the determination as to why this is now non-reportable. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
An article ¿revision of metal-on-metal hip arthroplasty in a tertiary center¿ by alexander d liddle eta al, reports on a prospective study of 39 hips with between 1 and 4 years of follow-up findings and outcomes of 39 consecutive painful momhas (in 35 patients) with median age 61 (25¿74) years between 2007 and 2010 revised in a tertiary unit (median follow-up time 30 (12¿54) months). The implants used for either resurfacing or total hip arthroplasty were: asr ¿ 6 hips (5 female patients), pinnacle ¿ 1 hip. Bhr ¿ 21 hips, cormet ¿ 5 hips, durom ¿ 1 hip, mitch ¿ 2 hips, biomet ¿ 2 hips, taperloc magnum ¿ 1 hip. Failure was happened due to following adverse factors: synovitis with negative investigations (n=3), soft tissue disruption (n=1), and solid pseudotumor (n=1). Findings were confirmed by MRI. Histological examination revealed that synovitis could be suggestive of a reaction to metal debris. 1 patient (2 hips) was died of an unrelated to the surgery. Asr and pinnacle were found to be associated with above reported adverse events. Case # 33, (B)(6) year-old female with asr xl implantation received revision. The article clarifies she received an asr xl revision. Noted are the following patient adverse event: revision surgery, moderate muscle destruction to abductors and moderate muscle destruction to short external rotators, solid mass found with massive muscle destruction bilaterally. Noted are the following product adverse events: acetabular cup, femoral head, femoral augment, femoral stem - no reported product problem.